Event description:
It was reported that a chait percutaneous cecostomy catheter migrated. The device was required for a study procedure (MDR-2036) for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, the patient had their previously placed cecostomy catheter exchanged for a cook cecostomy catheter. While the patient was in the operating room for another procedure, the new catheter was conveniently changed into the target site, appendix. The placement procedure was successful, and no deficiencies were identified during the procedure. Saline and glycerin were instilled throughout the duration of time the cecostomy catheter remained in place. On (B)(6) 2019 (22 days post-procedure), the catheter became dislodged (out of body) and was replaced due to "falling out." The site noted, ¿tube was dislodged and did not stay in intended location.¿ the catheter was exchanged and replaced in the clinic using a packaged wire guide. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. On 06apr2023, cook became aware of an event at (B)(6) hospital med. Ctr. (United states) on (B)(6) 2019. It was reported a chait percutaneous cecostomy catheter (rpn: tdcs-100-l; lot: unknown). It was reported that twenty-two days post-procedure the catheter came out of the patient¿s body and the device was replaced. Reviews of the complaint history, quality control, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU) [t_tdcs_rev7] supplied with the complaint rpn was reviewed for information related to the reported failure mode. The IFU states: ¿intended use the chait trapdoor cecostomy catheter is intended to instill fluids through a cecostomy into the colon to promote evacuation of the contents of the lower bowel through the anus and is intended to be an aid in the management of fecal incontinence. The catheter is placed and maintained in a percutaneously prepared opening, such as a cecostomy. Contraindications previous abdominal surgical procedures... Precautions ¿ for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used¿¿ based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. Patient activity is not known and could be a possible cause for this event. It is also possible that the device size was not correct. The patient¿s medical past could also have been a possible cause for this event as well. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.